Event description:
Follow up identified the patient underwent surgical intervention on (B)(6) 2016 and the patient's leads were explanted and replaced. Effective stimulation therapy was reportedly restored.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient ((B)(6)) experienced painful stimulation in the flank area when the lead located at th12 was turned on. Reprogramming was attempted but the issue persisted. The lead was switched off and the patient may undergo surgical intervention to address the issue.